Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the redundant power tray.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that non-recoverable error 86 was observed. The customer performed a system reboot to temporarily resolve the issue; however, the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05/09/2025: the reporter confirmed that prior to starting - post-anesthesia, the procedure was converted to laparoscopy even before starting in robotic way. The port incisions were not increase and ports were not placed. There were no additional port/s placed. The patient tolerated the change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray assembly was analyzed. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into an in-house printed circuit assembly (pca) system where the component functioned as expected. System started up and failed with error 86 on ipd, side b 12v was out of range 2819 (2828 to 3456). Intuitive surgical core power distribution (ipd) was failed. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the core power distribution.

Event description:
Refer to h11 for follow-up information.